Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: early or late postoperative infection, and allergic reaction. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00072). The user facility was notified of the event on january 20, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of returned device found evidence that the femoral component was rotated in relation to the tibial bearing to the point where the femoral component was riding on or close to the edge of the polyethylene. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00071 / 00072 / 00151).

Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2004. It was also reported that the patient developed an infection in 2011 and antibiotic spacers were implanted (B)(6) 2011. No further information has been received to date.